Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster 3.5 x 16 mm covered stent that was implanted on (B)(6) 2018 was expired product (expired on 4/30/2018). The device was used as treatment of a free perforation caused by another device. The perforation was successfully sealed and the use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.